Manufacturer narrative:
Summary evaluation: the cause and the source of the damage can not be determined. Even though the inner tyvek lid was punctured, the sterility of the product would have been maintained by the tyvek lid of the outer blister pack, therefore, the defect is considered to be an aesthetic one.

Event description:
Inner sterile packaging is damaged. This event did not occur during surgery.